Manufacturer narrative:
Health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported sepsis, multiorgan failure, and subsequent patient outcome as well as a direct correlation with the heartmate (hm) 3 left ventricular assist system (lvas) (B)(4) could not be conclusively determined through this evaluation. It was reported that the patient passed away on (B)(6) 2022 due to sepsis and multiorgan failure. No treatment was attempted for the infection, and the device was operating as expected. There were no alarms for this event. Additional information revealed that no treatment was attempted for the infection. The device operated as expected. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 patient handbook are currently available. Section 1 of this IFU lists death, sepsis, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to sepsis and multiorgan failure. No treatment was attempted for the infection, and the device was operating as expected.